Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 700 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and dizziness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller did not have access to the pump. The customer's blood glucose was fluctuating and they thought it was due to a stomach virus. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr. Unomed set.